Manufacturer narrative:
Currently awaiting product return. Doctor advised patient to use brace for two additional weeks. Product is expected to be returned upon completion of this timeframe.

Event description:
Breg associate received the following feedback on a hip recovery brace: "when sitting brace digs into incisions causing infection. Wound re-opened". The patient was placed on one week of oral antibiotics and the infection healed up quickly. The patient felt that the functionality of the brace was helping her overall recovery, so the doctor instructed the patient to wear the brace for 2 additional weeks.